Event description:
It was reported that during implant, the right ventricular (rv) lead was attempted in two different positions and had impedance greater than 1600 ohms. Then in the third position there was a possible micro-perforation of the rv. The patient did not require any additional procedures for the possible perforation and it was commented that the patient had a large post-myocardial infarction scar area in the rv apex. The rv lead was removed and a different model rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).